Event description:
There was an issue reported where the customer had difficulty fully snapping the cartridge into the insulin pump due to an o-ring being present on the pneumatic tap. There was no adverse impact to the customer's blood glucose level. The customer, with guidance from technical support, removed the o-ring, cleaned the area, and successfully loaded a new cartridge following on-screen instructions, allowing the insulin delivery to resume properly.